Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator was replaced due to end of service. Intraoperative impedances were greater than 4000 ohms on some bipolar electrode pairs. Electrode #3 was known to be affected. It appeared that only 2 electrodes may have been viable. The implantable neurostimulator battery was placed in the pocket and impedances were re-measured. The provider was able to get 'good readings'. The patient received effective stimulation afterward.